Event description:
Adverse event(s): "no pt involvement"(no pt involvement). Product problem(s): "wrong gauge infusion cannula was included in pak" (device misassembled during mfg or shipping). A customer reported that upon opening a sterile pak, the wrong sized infusion cannula was noted.

Manufacturer narrative:
The company sales rep was onsite and confirmed that the wrong sized infusion cannula was included in the pack. The correct size was supplied by the company sales rep and no delay resulted. No sample is returning. (B)(4).